Event description:
A dreamstation bipap avaps device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition, the device displayed error code 226: err_sensor_press_unreliable. The device was scrapped after the evaluation was completed.